Manufacturer narrative:
(B)(4). An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that there was an open clamp on an unused supply line. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.